Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was no further update at the time of report. It was stated, the patient still had receding therapy from one battery. It was noted no imaging had been done in the other side yet to ascertain the location of the open circuit.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v187426, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v199170, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that there were impedances less than 50 ohms on bipolar combinations with electrode 0. The reporter also saw impedances greater than 2,000 ohms on all of the unipolar pairs. The reporter saw the patient on (B)(6) 2014 and the left implantable neurostimulator (ins) was programmed off. It had been off for at least four years. The right ins was the one that showed open and short impedance readings. A recheck showed that some combinations were within range, specifically 0 and 1. It was unknown if these impedances were new to the patient or when they were last checked. Reprogramming had been tried with the ¿normal impedance reading and little to no effect.¿ twelve days later it was reported that the managing physician would be ordering an x-ray to explore where the open and short circuits on the patient¿s system may be. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-01493 as it explains why the left ins was off.